Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation blade did advance and the device operated as intended.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on an unknown date. During the procedure, the blade did not come out all the way. The myoma was stiffer than usual. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.